Event description:
An optometrist reported patient with inflammation of the left eye at one day photorefractive keratectomy (prk) post-operative visit. Additional information from reporter indicated the patient's topical steroid dosage was increased and the reported event resolved after one week.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event; laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. The root cause could not be determined conclusively, as the system was working normally. (B)(4).